Event description:
Boston scientific received information that a latitude red alert was received for this system due to low shock lead impedance. No adverse patient effects were reported.

Manufacturer narrative:
No testing was performed and this patient will continue to be followed. This product issue will be updated if additional information is received.